Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor via a manufacturer¿s representative (rep). The rep reported that the patient fell on black ice which caused the pocket to open and expose the device. The rep reported that the patient went to the emergency room on the day prior to the report and they closed the pocket area. The rep reported that the patient was going to see their healthcare provider on (B)(6) 2017. The rep reported that the patient fell the week prior to the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.